Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. While the 2.50x12mm taxus express2 drug eluting stent (des) was being prepped, it was noticed that there were burrs on the stent. The device never entered the patient and another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.